Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) reporting a discordant prolactin (prl) result obtained on the dimension vista instrument. Siemens headquarters support center (hsc) has reviewed the data for the prolactin (prl) dilutions. No product nonconformance was identified. The event was a use error with manual dilutions on the first sample tested. Manual dilutions were not prepared however the customer entered a manual dilution factor into the test orders in error. No product nonconformance was identified. No further evaluation of the device is required.

Event description:
A prolactin (prl) result was reported on a patient sample on the dimension vista 1500 instrument and questioned by the physician as the result was lower than expected. The same sample was repeated the following day confirming the initial result. Customer reported performing serial dilutions after the physician questioned the initial result. Dilution factors were entered in the instrument but no manual dilutions were performed on the sample prior to testing which produced higher results. A new sample was drawn and serial dilutions were performed correctly at a later date. The serial dilutions recovered as expected when compared to the initial patient sample. There are no reports of patient intervention or adverse health consequences due to the discordant prl results.